Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a liver abscess drainage procedure, an attempt to remove the flexima apdl catheter was made; however, the suture failed to be removed and remained in the patient with its proximal portion out of the stoma. When the physician tried to forcefully pull the proximal portion of the suture out of the body, the patient experienced pain. The suture was removed from the patient after several attempts. No additional procedure nor surgery were required. Functional test was performed prior to use. No patient complications were reported and the patient's status is stable.